Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02957 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02958 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-02959 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician advanced the clip into the biopsy valve, the over sheath twisted resulting in difficulty releasing the clip out of the catheter. ¿when retrieving the clip, there was no deployment or the clip cut in half.¿ it is unknown whether the clip was able to deploy correctly. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported issue of clip difficult to release from catheter. According to the complainant, the suspect device has is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.